Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a damage to the sterile barrier on the top of two hls set was detected prior to use. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a damage to the sterile barrier on the top of two hls set was detected prior to use. No patient was involved. Both hls sets was technically investigated in the getinge laboratory on 2022-07-08. During investigation of the 2 returned samples, holes were found in the tyvek as well as cracks in the intellipack tray at the inserts of the safetyplate. Failure mode 1 - holes in the tyvek. The most probable root cause could be determined that the straps moved upwards leading to a loose position. This lead to an unsecured hls module which perforated the tyvekcover with the venous measuring cell, e.g. During transport or due to impacts from outside. Failure mode 2 - cracks in the intellipack tray. The most possible root cause of the cracks in the intellipack tray at the level of the safety plate inserts is considered to be a combination of the movement of the oxygenator and thus contact between the oxygenator and the table set tray. As the case progressed, the table set tray could become tilted within the packaging, causing white breaks on one side of the table set tray. The load of the tilted table set tray was taken up by the safety plate and led to a one-sided load at the connection to the intellipack tray, which caused the cracks. The production records of the affected beq-hls 7050 USA #shls set advanced 7.0 with lot#3000216177 were reviewed on 2022-08-01. According to the final test results, the hls set with lot#3000216177 passed the tests as per specifications. Maquet cardiopulmonary already started a CAPA process in order to improve the design to prevent such packaging damage in future. Based on the investigation results the reported failure "hole in tyvekcover" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).